Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, preventing reliable device operation despite attempts to reset button sensitivity by holding the button, waking on the charging cradle, and restarting through settings. Symptoms included no clinical effects, and blood glucose remained stable with a successful meal bolus prior to the issue. Outcomes included interruption of normal device use and the need for device replacement to restore intended therapy. Investigation included telephone troubleshooting and user-guided device restart. Investigation of this device was confirmed and revealed a mechanical or interface malfunction of the sleep/wake control that persisted after standard resets, consistent with a device hardware performance issue. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the user interface button.